Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that at the implant, the helix of the right ventricular lead could not open normally. The lead was not used and was replaced. No patient complications have been reported as a result of this event.